Event description:
It was reported that after a device changeout the patient was hearing tones. The device showed observations that the svc impedance is out of range. The right ventricular lead had an apparent fracture and erosion of the lead was also reported. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that the defibrillation conductor was fractured, the distal conductor was distorted, the proximal conductor was distorted, the outer insulation had an abrasion (breached), there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the outer insulation was kinked/buckled, outer tubing environmental stress cracking breach (non-electrical), the outer insulation was torn, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.